Manufacturer narrative:
Philips has investigated this complaint. The customer reported a x-ray computer hardware failure. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that the allura system was completely down, which resulted in a cancelled procedure. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported a x-ray computer hardware failure. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected. The 510k, catalog item identifier, manufacture date and the product UDI have been updated.